Event description:
Customer reports that he received results of 109 mg/dl, 177 mg/dl, and 98 mg/dl within 10 minutes on the same device. Customer also received a result of 185 mg/dl 2 minutes after the 98 mg/dl result. No action was taken based on device results. No adverse event reported. One level control solution was used and reportedly fell in acceptable limits. Requested return of suspect device and replacement was sent.